Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a fall wherein the lead was fractured. The patient underwent an explant procedure where the lead was removed. The explanted lead was disposed at the facility and was not returned to bsc. The patient was doing well post-operatively.